Event description:
It was reported that demo pump display did not turn on when device was checked after return. There was no reported impact to the customer¿s blood glucose level. Pump was replaced, and no additional information was received regarding the outcome of the event.